Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that the buttons on the insulin pump's keypad were not responding. Customer reported receiving a weak battery alarm, changing the battery, then receiving a battery out limit alert. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.